Manufacturer narrative:
(B)(4). Event occurred in (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the anchor fractured during insertion. All the broken parts were retrieved from the patient's body. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, d9, g3, g6, h2, h3, h6, h10. Corrected: d4: expiration date. The event was confirmed with product received. Visual examination of the returned product confirmed the anchor had fractured and all the pieces were returned. Sem analysis of the maxbraid needle anchor showed that it fractured due to sheared overload. Suspected crack initiation region identified on the fracture. Fine sheared ductile overload dimples identified in the non-smeared areas in the suspected crack initiation region on the fracture. The sheared ductile overload dimples revealed the direction crack propagation/smearing. Center of the fracture revealed fine ductile overload normal dimples, which are indicative of a possible tensile overload mode for crack exit. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.